Manufacturer narrative:
H4 (device manufacture date) was corrected. The reported complaint that the lifeband (lot # unknown) was unable to be retracted and the autopulse platform (s/n (B)(6) displayed the prompt: "initializing" was not confirmed in the archive data and during functional testing. The lifeband used at the time of the event was not returned to zoll for investigation as it was discarded by the customer. During the investigation, the autopulse platform functioned appropriately and as intended. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the autopulse platform archive was performed and observed multiple user advisories (ua) 12 (lifeband not present) and ua45 (not at "home" position after power-on/restart), unrelated to the reported complaint. The ua12 and ua45 advisory messages were not duplicated during device evaluation at zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional test without any fault or error. The autopulse platform was tested multiple times with a known good lifeband, and the reported complaint was not replicated. During further functional testing, the battery connector inside the autopulse platform's battery compartment was found to be damaged, causing difficulty inserting a battery. The noted issue was unrelated to the reported complaint, attributed to user mishandling. The battery compartment will be replaced to address the problem. Awaiting the customer's approval for repair.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on july 23, 2021 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. The ems crew turned on the autopulse, pulled up on the lifeband (lot # unknown), and pressed the green start/continue button to start chest compressions. However, the lifeband was not retracted, and the platform displayed the prompt: "initializing". The ems crew checked the lifeband alignment and found no issues. The crew pulled up the lifeband again and re-pressed the green start/continue button; however, the issue persisted. The ems crew switched to manual CPR and transported the patient to an emergency room (ER) with rosc (return of spontaneous circulation). The ER staff cut the lifeband to easily remove the patient from the platform and continued with manual CPR. No consequences or impact to the patient. After the call, the autopulse platform was tested multiple times. No issues were found, and the prompt could not be replicated. Please see the following related MFR report: MFR # 3010617000-2021-00664 for the lifeband (lot # unknown).